Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5(updated summary), h6(updated type of investigation, investigation findings, investigation conclusion code), section h11(updated return status rationale) with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: the mmt-512lnal device will not be returned for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a keypad anomaly; the up button was stuck and not responding. Blood glucose value at the time of event was 254 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-399a, mmt-512lnal, mmt-326a. Troubleshooting was declined by the customer for high blood glucose event. Troubleshooting was performed for the keypad anomaly and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-399a. The customer will discontinue use of the insulin pump. Mmt-512lnal was requested and the customer response was that the device will be returned. No product return is required for mmt-326a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.